Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device with a 2 minute procedure delay.

Manufacturer narrative:
The probable cause of the overheating was attributed to wide spread corrosion of internal components causing the components to stick together.